Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported leakage from first regulator unit and k-connector unit, during a service/maintenance involving an olympus hight flow insufflation unit. There was no patient injury reported.